Event description:
A malfunction was reported on the customer's pump. The customer confirmed that their blood glucose level exceeded safe limits, but the specific value was unknown; it was indicated as "high." To address the elevated blood glucose, the customer administered a correction injection via multiple daily injections (mdi) without needing third-party assistance. Technical support provided information on resetting the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and to call back if the problem reappeared.